Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited error code "lec-1720". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Review of the event history log showed the pump displayed an occurrence of error code 1720. Functional testing involved powering up the pump and showed the pump displayed error code 1720. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.